Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by georgetown university school of medicine. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was that the patient had an allergy to chlorhexidine. Case presentation verbatim: our case begins when an overweight but otherwise healthy (B)(6) female underwent panniculectomy with umbilical transposition and liposuction of the flanks, back and neck in the dr. She received three units of packed red blood cells intra-operatively and one additional unit postoperatively. Following a 2 week hospitalization during which she received prophylactic enoxaparin, cefixime and clindamycin, the patient returned to the USA. Five days later, she presented to the emergency department noting would dehiscence and serious drainage at the central umbilical lesion. She had not been complainant with abdominal binder or physical activity restrictions following surgery. The patient had a medical history of anxiety and post-traumatic stress disorder and remote surgeries including c-section, tubal ligation and ovarian cyst removal. The patient was taking diazepam and propranolol and had an allergy to chlorhexidine.